Manufacturer narrative:
The insulin pump was received with deep scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump had many scratches and the display was worn. The customer's blood glucose was unknown. Nothing further was reported.